Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported a false negative reaction of one cell of a competitor´s panel cells with seraclone anti-s. The customer has returned the supposedly defective product and an aliquot of the panel cell that had caused a false negative test result. Our quality control laboratory tested the complaint sample with the provided panel cell and yielded a negative result. The panel cell was also tested with a competitor's polyclonal anti-s reagent and here also yielded a negative test reaction. The complaint sample of seraclone anti-s was tested with different s antigen positive and negative red cells. All positive and negative reactions were correct. We did not observe any false negative reactions. We only observed a slight decrease in potency. Therefore, we initiated further actions to monitor the supposedly defective product. Because the use of the supposedly defective product according the instruction for use yielded in correct positive reactions there is no risk for users receiving false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-s functions correctly regarding positive and negative specificity. An internal deviation was initiated to find the root cause for the decrease in potency. Internal stability tests were initiated to monitor the product. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.